Event description:
Customer reported the insulin pump had alarmed motor error during rewind. Customer's blood glucose was normal and didn't require medical treatment. Alarm was also noted in the device alarm history. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.